Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. Analysis was unable to perform displacement test and unable to confirm ram test failure alarm or motor position encoder error alarm due to motor error alarm. The insulin pump had cracked reservoir tube lip noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm and a ram test failure alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed MRI. The insulin pump will be returned for analysis.